Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately 2 weeks post implantation for arthrofibrosis. The issue was resolved one week after manipulation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b3; b5.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007901 62778998 tibia cemented. 42511000612 63080536 articular surface. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00417, 0002648920 - 2020 - 00418.

Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately four days post implantation due to arthrofibrosis. The arthrofibrosis was resolved one month after mua. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. As the complaint and provided medical records indicate the patient was diagnosed with arthrofibrosis within weeks of the index surgery and underwent a manipulation under anesthesia related to clinical signs of limited range of motion, flexion contracture, and stiffness. There were no significant radiographic findings and the patient had no pain, excellent quad strength, as well as normal alignment and stability. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable.